Event description:
It was reported that (1) instrument was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the outer gasket on the 512sd tore causing the trocar to leak. The case was completed by using another instrument. There was no consequence to the pt.